Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On (B)(6) 2025, it was reported by the patient's spouse that a week before the patient had a stroke happened, the patient was receiving incorrect amount of insulin from the tandem tslim in modified closed loop because of low bias inaccuracy. The patient's egv was 200mg/dl cgm when the bg was actually 600mg/dl. The spouse stated that they went to the hospital and the doctor recalibrated until the bg readings matched his cgm. No specific reading provided and date or duration of stay was not provided. Treatment and management of significant hyperglycemia was not documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.